Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with the customer's insulin pump. The customer has been receiving no delivery alarms. The customer's blood glucose level was in the 400mg/dl range. The customer was requesting replacement pump and declined to troubleshoot. The customer's wife was not hippa verified, so serious injury and or hospitalization was not verified. No further assistance provided at this time.